Event description:
A customer reported that in a clinical study a patient was experienced high intra ocular pressure (iop) and was given with medical treatment. The procedure details were not provided. The symptoms were resolved.

Manufacturer narrative:
This report was originally filed under mfg report num 1610287-2022-00053. All future reports will be submitted under mfg report num reflected in this report. No sample was returned for evaluation. A review of the batch production record for the given lot showed no unusual manufacturing issues. A review of the complaint records showed two other complaints against given lot. Of these, one of the mentioned lot was from a clinical study where the patient experienced high intraocular pressure. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning of 2015. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).